Event description:
Complainant alleged that during biomed testing, the device did not display a "defib pad short" message, when the multi-function cable was shorted. Complainant indicated that there was no patient involvement in the reported malfunction.